Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, drug or alcohol abuse, xerostomia, smoker, diseased mucous membrane, peri-implantitis, mobility.